Event description:
It was reported that during the implant procedure, when physician implanted the leads and attempted to slit the sheaths, it was found that the stress distributed to the two ears at the bottom of the sheaths was uneven and there was difficulty to slit sheaths, causing the leads to displace a little. The physician then slit the sheaths with scissors to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.